Manufacturer narrative:
The device has been returned to (B)(4) for evaluation; an investigation of the reported event is in process. Once the investigation is completed a supplemental medwatch 3500a form will be submitted. Patient code injury selected as the type of heart complication was not specified. No additional information is expected to be provided by the initial reporter. Complaint information was provided by medacta.

Event description:
It was reported during a patient procedure, the surgeon experienced an extremely dull reamer. The surgeon had to re-ream with a 58 size reamer in order to set the implant. Reaming to the 58 size reamer caused the surgeon to use a greater size implant than originally intended and a surgical delay of an hour. During the delay, the patient experienced heart complications in which the surgeon administered epinephrine. The patient was reported to be healthy the day after the procedure.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed: the reamer was dull. It was observed the majority of the teeth on the reamer are found to have obvious indications of wear (blunt and dull teeth) along with nicks and dents. These factors contribute to the overall wear and dullness on the reamer confirming the reported event. The manufacturing process was reviewed and no discrepancies were found. Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. Instructions for use (IFU) instruct customers to discard instruments with dull cutting edges or damages. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required. (B)(4).